Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the low bg had not occurred due to an issue with the pump, supplies, or diabetes. The customer was treated with dextrose via intravenous (IV) treatment at the intensive care unit (ICU). At the time of the report, the customer reported that the bg level was resolved.